Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came to the clinic because the threshold margin test, via the transtelephonic monitoring check, could not confirm ventricular capture on the right ventricular (rv) lead. There were sensing and capture difficulties noted on the right atrial (ra) lead as well, and safety pacing was observed. A chest x-ray was done to check placement of the ra lead. No programming changes made per follow-up information. Both leads remain in use. No patient complications were reported as a result of this event.